Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2020-33364 3006705815-2020-32497. It was reported that the patient stated that therapy made her feel like having a panic attack. Patient was not willing to reprogram. As a result, the system was explanted to address the issue.